Event description:
It was reported that the device is, "not ventilating." There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. Functional testing was able to duplicate the reported problem. It was determined that the faulty function switch module was the root cause and replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.